Event description:
The facility reported on insulin pump in which a failure code 703 occurred. Per the hospital representative,the pump was programmed to infuse 356ml of kabiven in channel c at a rate of 114ml/hr. The facility representative stated that no injury or medical intervention was involved with this pump. Although information was requested none was provided regarding patient demographics and the specific programming of the pump.